Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended after receiving the end of service message. The patient underwent an ipg replacement procedure. There were no reported complications postoperatively. Additional information was received that the explanted device was discarded by the medical facility.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended after receiving the end of service message. The patient underwent an ipg replacement procedure. There were no reported complications postoperatively.